Event description:
(B)(6). It was reported that during a coronary artery stenting treatment procedure plaque shift occurred. Lesion 1 was located in the distal left circumflex (dist lcx) with 90% stenosis and was 20mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of overlapping 3.50 x 20 mm, and 3.50 x 8 mm ion stents. Following post-dilatation, residual stenosis was 0%. During the index procedure, after the deployment of 3.5 x 20 mm ion stent in the dist lcx, when the wire was taken out of the area, the distal edge of the stent looked hazy and had a "plaque issue" there. As a treatment for this, the wire was again crossed through the stent and another 3.5 x 8 mm stent was deployed in the segment just below the stent area which opened the area very well with no residual stenosis. Lesion 2 was located in the mid left anterior descending artery with 90% stenosis and was 20mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct placement of 3.00 x 24 mm ion stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).